Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2014 with the following findings: the black box data could not be downloaded for review. During a visual inspection of the pump, moisture was visible behind the display lens, and the battery compartment was observed to be cracked. During testing, the pump did not power on. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and further evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.